Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during the implant procedure, after this right ventricular lead was connected to the replacement device (model f102), high out of range impedance and shock impedance measurements were obtained. The electrogram cables, electrocautery devices and external defibrillator were disconnected. Re-interrogation revealed similar out of range measurements. The previous device (model 1860 (B)(4)) was reconnected to lead and measurements were within normal limits. A decision was made to replace the device. The device was replaced. This lead was connected to the replacement device model t175 (B)(4). Post procedure, measurements obtained were within normal range. No adverse patient effects were reported.